Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, there was some decreased sensing value noted on the right ventricular (rv) lead due to alleged fibrosis. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.